Event description:
During a trochanteric fixation nail system (tfn) procedure on (B)(6) 2013, the surgeon had difficulty inserting the helical blade through the nail. The procedure was completed but reduction was not satisfactory. The patient was closed and sent to a level 1 facility for further treatment. The surgeon indicated the inserter was damaged and he had problems with the coupling screw. The patient was revised at the level 1 facility on (B)(6) 2013. The tfn implants were removed without incident and patient was revised to a longer tfn, new helical blade and screws. The revision surgeon felt the implantation problems may have involved the angle at which the helical blade was inserted and may have been further complicated by the nature of the fracture which may have interfered with the insertion. Instrument problems were also a possibility. This report is 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
Product development event evaluation was performed on the following returned products: helical blade inserter (part# 357.372), a 130 degree aiming aim for trochanteric fixation nails (part# 357.366), helical blade coupling screw (part# 357.377) these instruments are critical components of the ti trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The aiming arm is used for alignment and the helical blade inserter and helical blade coupling screw are specifically for insertion of the helical blade. The returned 130 degree aiming aim, (part# 357.366 lot # 1901865, manufactured 8/2008) was received showing signs of wear consistent with the expected condition from heavy use. The returned helical blade coupling screw (part# 357.377, lot # 6454141, manufactured 12/2010) was received showing signs of wear and hammer marks on the proximal end. This is consistent with the expected condition from heavy use over 3 years as the proximal end is designed for withstanding light hammering. The returned helical blade inserter(part# 357.372 lot # 6439297, manufactured 07/2010) was received showing significant deformation and wear. The handle was dented with numerous deep hammer marks and many smaller marks along the entire length. The alignment indicator shows hammer marks on all surfaces and is missing the locking shaft, thus allowing it to rotate freely. The alignment indicator is also no longer round where the missing locking shaft would be inserted. The three guide pins on the distal end each show a worn flat on the round. This deformation is consistent with errant hammering and forceful misalignment. The helical blade inserter is not designed to be hammered or to be used in implant removal but the deep hammer dents in both the direction of insertion and removal show signs of misalignment, mis-struck hammer blows, and that hammering was used in the removal of the helical blade. The flats on the guide pins show signs that forceful misalignment occurred. There is only one correct alignment of the helical blade inserter into the blade guide sleeve such that the guide pins will mate with the grooves on the blade guide sleeve. The free rotation of the alignment indicator adds the additional risk of misalignment. The corresponding tfn, insertion handle, blade guide sleeve, buttress/compression nut, and helical blade were not received so the complaint cannot be replicated. Thus, the returned components were assembled to a sample tfn (part # 456.477, lot #4328328), insertion handle (part # 357.411, lot # 4522808), blade guide sleeve (part # 357.369, lot #4545108), buttress/compression nut (part # 357.371, lot # 4546699), and helical blade (part # 456.305) to evaluate the interface of the components in the recommended construct. The components assembled correctly; there was no issue in inserting the helical blade and the alignment was as intended. The flats on the helical blade inserter added marginal resistant but the construct did not fail to properly align the helical blade. Repeated misalignment of the blade inserter and consequential hammering and mis-struck hammer blows appear to have caused this complaint condition. Therefore, it is likely that the method of use and/or the use of worn components rather than a design deficiency has led to this complaint. A review of the current drawings and the corresponding dcos was performed. The instruments were all found to be sufficient for their intended use. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
This device used for treatment and not diagnosis. The DHR was reviewed and ncr (B)(4) was found on p/n 357.372.2 lot #6342317 for feature d3 undersize. The pde accepted the parts use as is because there is still clearance for the mating parts in the undersize condition. This nonconformance is not relevant to this complaint because the issues are with on the handle component that could not affect function as described. Rework was found on p/n 357.372.1 lot #6382918 at the passivation operation. The rework cleaned the ID of the shafts. The parts were inspected and passed. This rework is not relevant to this complaint because the issue is visual. Rework was found on p/n 357.372 lot #6439297 at the passivation operation. The rework cleaned the ID of the shafts. The parts were inspected and passed. This nonconformance is not relevant to this complaint because the issue is visual. The device is checked visually and functionally 100% at manufacture and passed. No issues were found during manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.